Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("weird aches and pains, the pelvic pain/pain") and genital haemorrhage ("clot the size of a fist/ excessive bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anaemia ("excessive bleeding and began having problems with severe anemia"), migraine ("migraine every month corresponding with menstrual cycle"), abdominal pain lower ("horrible cramping"), hypoaesthesia ("numbness in my legs"), arthralgia ("general joint pain"), joint stiffness ("stiffness of my joints"), ovulation pain ("stabbing pain/always occured when I was ovulating"), menorrhagia ("bleeeding through a super plus tampon and a pad every hour for 1st 48 hour"), gait disturbance ("walked like a 75 year old woman"), alopecia ("hair loss on my head"), hirsutism ("excessive hair on my face"), acne ("deep systemic acne"), tremor ("hand tremor"), abdominal distension ("belly bloat"), weight increased ("weight couldn't drop unless I worked out for an hour"), allergy to metals ("allergy to most of the metals, nickel included"), fatigue ("fatigue") and frustration tolerance decreased ("frustration"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, anaemia, migraine, abdominal pain lower, hypoaesthesia, arthralgia, joint stiffness, ovulation pain, menorrhagia, gait disturbance, alopecia, hirsutism, acne, tremor, abdominal distension, weight increased, allergy to metals, fatigue and frustration tolerance decreased was resolving. The reporter considered abdominal distension, abdominal pain lower, acne, allergy to metals, alopecia, anaemia, arthralgia, fatigue, frustration tolerance decreased, gait disturbance, genital haemorrhage, hirsutism, hypoaesthesia, joint stiffness, menorrhagia, migraine, ovulation pain, pelvic pain, tremor and weight increased to be related to essure. The reporter commented: patient had hysterectomy at (B)(6), 4 weeks post operation, felt better than she had in years. (B)(4). Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, genital haemorrhage, anaemia, hypoaesthesia, fatigue, migraine, abdominal pain lower, arthralgia, joint stiffness, ovulation pain, menorrhagia, gait disturbance, alopecia, hirsutism, acne, tremor, abdominal distension, weight increased, allergy to metals and frustration. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("weird aches and pains, the pelvic pain/pain"), haemorragic anaemia ("excessive bleeding and began having problems with severe anemia") and genital haemorrhage ("clot the size of a fist/ excessive bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), haemorragic anaemia (seriousness criterion medically significant), migraine ("migraine every month corresponding with menstrual cycle"), abdominal pain lower ("horrible cramping"), hypoaesthesia ("numbness in my legs"), arthralgia ("general joint pain"), joint stiffness ("stiffness of my joints"), ovulation pain ("stabbing pain/always occured when I was ovulating"), menorrhagia ("bleeeding through a super plus tampon and a pad every hour for 1st 48 hour"), gait disturbance ("walked like a 75 year old woman"), alopecia ("hair loss on my head"), hirsutism ("excessive hair on my face"), acne ("deep systemic acne"), tremor ("hand tremor"), abdominal distension ("belly bloat"), weight increased ("weight couldn't drop unless I worked out for an hour"), allergy to metals ("allergy to most of the metals, nickel included"), fatigue ("fatigue") and frustration tolerance decreased ("frustration"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, haemorragic anaemia, migraine, abdominal pain lower, hypoaesthesia, arthralgia, joint stiffness, ovulation pain, menorrhagia, gait disturbance, alopecia, hirsutism, acne, tremor, abdominal distension, weight increased, allergy to metals, fatigue and frustration tolerance decreased was resolving. The reporter considered abdominal distension, abdominal pain lower, acne, allergy to metals, alopecia, haemorragic anaemia, arthralgia, fatigue, frustration tolerance decreased, gait disturbance, genital haemorrhage, hirsutism, hypoaesthesia, joint stiffness, menorrhagia, migraine, ovulation pain, pelvic pain, tremor and weight increased to be related to essure. The reporter commented: patient had hysterectomy at (B)(6), 4 weeks post operation, felt better than she had in years. Cross referenced with plaintiff case number : (B)(4) concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, genital haemorrhage, haemorrhagic anaemia, hypoaesthesia, fatigue, migraine, abdominal pain lower, arthralgia, joint stiffness, ovulation pain, menorrhagia, gait disturbance, alopecia, hirsutism, acne, tremor, abdominal distension, weight increased, allergy to metals and frustration. Most recent follow-up information incorporated above includes: on 19-feb-2018: following company internal coding review, the previous reported event "excessive bleeding and began having problems with severe anemia" was recoded to the meddra llt: hemorrhagic anemia. Narrative amended. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("weird aches and pains, the pelvic pain/pain"), genital haemorrhage ("clot the size of a fist/ excessive bleeding") and haemorrhagic anaemia ("excessive bleeding and began having problems with severe anemia") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant), migraine ("migraine every month corresponding with menstrual cycle"), abdominal pain lower ("horrible cramping/ still had cramps because of healing"), hypoaesthesia ("numbness in my legs"), arthralgia ("general joint pain"), joint stiffness ("stiffness of my joints"), ovulation pain ("stabbing pain/always occured when I was ovulating"), menorrhagia ("bleeding through a super plus tampon and a pad every hour for 1st 48 hour"), gait disturbance ("walked like a 75 year old woman"), alopecia ("hair loss on my head"), hirsutism ("excessive hair on my face"), acne ("deep systemic acne"), tremor ("hand tremor"), abdominal distension ("belly bloat"), weight increased ("weight couldn't drop unless I worked out for an hour"), allergy to metals ("allergy to most of the metals, nickel included"), fatigue ("fatigue"), frustration tolerance decreased ("frustration"), vulvovaginal discomfort ("discomfort in the cuff"), vulvovaginal mycotic infection ("issues with yeast"), rash ("rashes"), eczema ("eczema") and back pain ("backache"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, haemorrhagic anaemia, migraine, hypoaesthesia, arthralgia, joint stiffness, ovulation pain, menorrhagia, gait disturbance, hirsutism, acne, tremor, weight increased, allergy to metals, fatigue, frustration tolerance decreased and eczema was resolving, the abdominal pain lower, vulvovaginal discomfort and vulvovaginal mycotic infection had not resolved and the alopecia, abdominal distension, rash and back pain had resolved. The reporter considered abdominal distension, abdominal pain lower, acne, allergy to metals, alopecia, arthralgia, back pain, eczema, fatigue, frustration tolerance decreased, gait disturbance, genital haemorrhage, haemorrhagic anaemia, hirsutism, hypoaesthesia, joint stiffness, menorrhagia, migraine, ovulation pain, pelvic pain, rash, tremor, vulvovaginal discomfort, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: patient had hysterectomy at 39, 4 weeks post operation, felt better than she had in years. Cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, genital haemorrhage, anaemia, hypoaesthesia, fatigue, migraine, abdominal pain lower, arthralgia, joint stiffness, ovulation pain, menorrhagia, gait disturbance, alopecia, hirsutism, acne, tremor, abdominal distension, weight increased, allergy to metals and frustration. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events from social media post: discomfort, issues with yeast, rashes, eczema and backache were added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.